Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this left ventricular lead exhibited high out of range pace impedance measurements. This lead was programmed to another vector and remains in service. No adverse patient effects were reported.